Event description:
The pt woke up with a blood glucose level of 300. Pt gave themself a 3 unit bolus to correct, but received an occlusion. Pt tried to prime but there was a hesitation in the priming sound. Pt had disconnected at the site. Pt was instructed to remove the cartridge, manually push on the plunger, reinsert the cartridge and try to prime again. Pt only hears the priming noise and cannot prime. The alarm history contained multiple occlusion alarms.